Manufacturer narrative:
The device history record was obtained and reviewed for lot sp16c09-1129837. The lot passed visual and functional inspection. The coupler ring separation force results noted in the DHR for this lot is within specification. The coupler ring retention force test results were within specification. A 100% functional alignment testing was performed on each device during the manufacturing process. In addition, 100% visual inspection for broken or missing parts was performed. The released product met specification. Product was not returned. Physical description could not be obtained. Functional testing could not be performed. The root cause of the event could not be determined. The DHR review indicates that the lot met specification. There is no immediate evidence to support why the rings became misaligned during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A 3.0mm gem microvascular anastomotic coupler was selected for venous anastomosis. The vessels were everted and the two coupler rings were approximated together. Once closed, they were squeezed with forceps and released from the anastomotic instrument in the usual fashion. On close inspection, it was found that the two coupler rings were not approximated correctly. The rings were misaligned. The implant was adequately removed and a second 3.0mm gem coupler was applied with no further issue. No adverse outcome was reported.